Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site. The fse checked sample 1, reagent 1 and reagent 2 probes, which were within specifications. The fse cleaned drains for sample 1, reagent 1 and reagent 2 probes. The fse ran a quick check, which failed for "no cleaner in cleaner port." The fse primed sample 1, reagent 1 and reagent 2 probes with cleaner. Fse performed service methods for server 1, which were out of specifications. The fse powered down all can boards. The fse replaced sample probe 1 mixer. The fse initialized all can boards, homed all modules, auto aligned sample probe 1 and 2, ran mixer diagnostics, ran full quick check, ran service methods and ran quality control, all resulting within range and specifications. The cause of the discordant, falsely depressed thyroid simulating hormone and immunoglobulin a results and forty seven thyroid simulating hormone samples that were withdrawn was due to the malfunction of sample probe 1 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed thyroid simulating hormone and immunoglobulin a results were obtained on two patient samples and forty seven thyroid simulating hormone samples were reported and later withdrawn on a dimension vista 1500 instrument. The initial results were reported out to the physician(s). For sample ID: (B)(6), the customer repeated the same sample on an alternate dimension vista instrument, resulting higher. For the forty seven thyroid simulating hormone samples, the customer withdrew the results and marked the results with "failed, new sample should be obtained." The customer issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed thyroid simulating hormone and immunoglobulin a results and forty seven thyroid simulating hormone samples that were withdrawn.